Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for case review. It has been mentioned that the faradrive sheath was changed due to lots of air bubbles through the valve to the patient. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to be returned.